Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: "high 300's mg/dl" and 106 mg/dl. And within 10 minutes: 431 mg/dl and 98 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.